Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no issue. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E: initial reporter has been updated. Continuation of d10: product ID section has been updated. Section d information references the main component of the system. Other relevant device(s) are: product ID:(9735795 monitor 9735795 hd m-touch 27in s8 svc), serial/lot #: -,ubd:unknown, UDI#:unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the systems monitor display was not functioning properly and was off-center in relation to the monitor. Troubleshooting was performed, it was noted that spine/cranial procedure icons appeared in the lower right side of the monitor, and selecting the cranial icon caused the next screen to appear in the upper left corner. The issue was linked to a third-party video box plugged into the external hdmi port. When the video box was unplugged and the system was rebooted the resolution and sizing was normal. When a different video box was used, the issue did not reoccur, but it returned when the original video box was plugged back in. The problem was resolved by unplugging all video boxes and rebooting the system, after which the issue did not persist. There was no patient involved.